Event description:
The customer received blood glucose readings of 24 and 34 mg/dl from his contour meter and a reading of 191 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer returned the test strips for eval. Replacement strips were sent to the customer.

Manufacturer narrative:
The qa lab evaluated the returned reagent and found 4 out of 5 strips tested to read e11, which confirms exposure to moisture. Low results were not confirmed.